Manufacturer narrative:
All available information was investigated, and the reported unintended movement and irregular appearance were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported unintended movement could not be conclusively determined. The reported irregular appearance is likely related to user perception of the hemostasis valve alignment, as although the valve is not perfectly aligned, it is still within specifications. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, dilated left atrium and suboptimal transeptal puncture for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the guide was not in line with the box but rather angled to the left. The tip of sgc was deflected in an unwanted direction. The sgc was replaced with another device to complete the procedure. During the procedure, the first mitraclip was unable to pass lock test as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. During the deployment of second clip, the clip opened up 15 degree post deployment. The mr was reduced to grade1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, dilated left atrium and suboptimal transeptal puncture for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the tip of sgc was deflected in an unwanted direction. The sgc was replaced with another device to complete the procedure. During the procedure, the first mitraclip was unable to pass lock test as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy. During the deployment of second clip, the clip opened up 15 degree post deployment. The mr was reduced to grade1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.